Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Failure analysis found that the mcs tip cover exhibited warping and deformation all around and at the edge. Failure analysis concluded that the mcs tip cover may have been cleaned and sterilized while it was installed on the mcs instrument. It appears the mcs tip cover was likely over installed over the tube extension of the monopolar curved scissors instrument which consequently caused the stretching of the diameter of the tip cover opening. The diameter of the tip cover opening was between 0.274-0.280 and the returned tip cover measured 0.320. This leaves very little clearance for the removal of the mcs instrument. Failure analysis concluded the mcs tip cover deformation damage was likely due to over installation of the mcs tip cover. The instrument & accessories user manual states the following: tip cover accessory installation - before use 1. Close the scissor blades. 2. Straighten the wrist of the instrument. 3. Grasping the tip cover accessory with the installation tool. Slide the tip cover accessory onto the distal end of the instrument until it comes to a hard stop. A twisting motion can be used to ease the insertion of the tip cover accessory (see arrows on tip cover accessory). The distal end of the instrument should be facing away from the surgical personnel installing the tip cover accessory during installation. 4. Remove the installation tool. Retain the installation tool to aid in removing the tip cover accessory after the clinical application. The tip cover accessory is properly installed when the orange surface is completely covered. Warning: failure to install the tip cover accessory properly may result in: - improper scissor opening - tip cover accessory falling off - electrical arcs and alternate site burns the customer reported complaint does not itself constitute a reportable event; however, the over installation of the mcs tip cover if to reoccur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci colon resection surgical procedure, the monopolar curved scissors instrument (mcs) tip cover accessory used in conjunction with the monopolar curved scissors instrument was stuck in the trocar and it stopped functioning. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.